Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper latch switch was failing. This part is a known contributor to system error 322 alarms and has been replaced.

Event description:
During review of the event history log system error 322 was discovered. This suggests a device malfunction. Any pt involvement, injury, or medical intervention is unk.